Manufacturer narrative:
Placement signal issue/false alarm: due to a lack of rt logs returned, an inconclusive data log review and no product returned, the cause of the placement signal issue/false alarms cannot be established.

Manufacturer narrative:
The following sections have been corrected: d6b-remove date, actual date of explant is unknown. The following section should be updated: b5-previously stated that the patient remains on support. Additional information was provided which states that the impella 5.5 device (B)(6) was explanted during lvad procedure.

Event description:
The user facility reported a patient on an impella 5.5 due to cardiomyopathy. During support, the pump had self-limited placement signal low and suction alarms . Aortic pressure was approximately 30-40mmhg lower than patients hemodynamic monitor. All other metrics were within normal limits. Patient was asymptomatic and euvolemic with no objective data supporting alarm states. Echo was performed which showed placement of device across aortic valve 4.8cm below aortic valve with inlet and outlet in appropriate positions. There was discussion that aortic pressure was causing drift and false alarm triggering but no changes were made at the time. The patient remains on support.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation was completed and h6 codes were updated. Investigation summary: placement signal issue/false alarm: due to a lack of sufficient clinical details, no data logs or returned product, the cause of the placement signal issue/false alarms cannot be established.

Manufacturer narrative:
H6: added code a160105.